Manufacturer narrative:
Unit passed the dat test with 0.08775 inches. All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 661 mg/dl. The customer experienced symptoms such as diabetic ketoacidosis. The customer was treated with insulin pump . The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.